Event description:
The event was received via medwatch from the FDA on 06/15/2009. The incident was reported as: while inflating balloon, the balloon ruptured before complete amount of fluid was inserted. The entire balloon was removed with no adverse effect on pt.

Manufacturer narrative:
The sample device is not available for eval. Additional info was requested, but was not received at the time of this report. The results of the investigation are not available at the time of this report.